Manufacturer narrative:
(B)(4). Evaluation summary: investigation found the flex-guide was carved approximately 1.5 inches from the distal end of the device. Flex-guide carving would create resistance during the thumb advancer deployment, preventing it from being fully advanced to the distal end of the device to complete sheath splitting. The returned condition suggested that an unsuccessful attempt had been made to advance the thumb advancer against resistance to complete the thumb advancer stroke. This directly resulted in an incorrectly displaced pusher-to-garage block and misaligned delivery tubeset with the carrier tube carrying the clip and being exposed at the distal end of the tubeset. Subsequently, because advancing the thumb advancer was no longer possible due to flex-guide carving, manually retracting the thumb advancer to facilitate the device removal would result in the clip being pushed off the carrier tube without having the clip-firing mechanism activated. It was observed that the safety release was activated to manually collapse the locator wings to safely remove the device from the patient anatomy as instructed in the starclose instruction for use. Based on the investigation findings, the probable root cause for the flex-guide carving and subsequent clip mislocation at the distal end of the tubeset is a failure to maintain alignment between the tubeset and flex-guide while advancing the thumb advancer, causing the tubeset to carve into the flex-guide. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the sheath did not split correctly; it was carving. After the clip was deployed, it remained at the end of the device. The device was removed and manual compression was used to achieve hemostasis. There was no adverse pt sequela. Though requested, no add'l info was provided.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high blood urea nitrogen (bun) results on 24 patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The original samples were repeated and lower results were obtained. Amended reports were initiated on all patients. Patients treatment was not impacted by this event.

Manufacturer narrative:
(B)(4). The device was received, investigation is not complete.